Event description:
It was reported that during preparation for a percutaneous transluminal angioplasty (pta) treatment procedure, the device was detached. The 90% stenosed target lesion was located in the moderately tortuous, moderately calcified superficial femoral artery. A 4.00mm x 1.5cm x 140cm flextome monorail cutting balloon catheter was used to treat the lesion. During preparation, an attempt was made to remove the balloon protector; however, upon removal the device was detached at around 20 cm from the tip of the shaft. The procedure was completed with another of the same device. No patient complications were reported and the patient's condition is good.

Event description:
It was reported that during preparation for a percutaneous transluminal angioplasty (pta) treatment procedure, the device was detached. The 90% stenosed target lesion was located in the moderately tortuous, moderately calcified superficial femoral artery. A 4.00mm x 1.5cm x 140cm flextome monorail cutting balloon catheter was used to treat the lesion. During preparation, an attempt was made to remove the balloon protector; however, upon removal the device was detached at around 20 cm from the tip of the shaft. The procedure was completed with another of the same device. No patient complications were reported and the patient's condition is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Visual examination confirmed a shaft detachment at 26.6cm from the catheter tip. Stretching was also present at 24.5cm from the tip. This type of damage is consistent with the reported attempts to remove the balloon protector during preparation. The distal shaft was kinked throughout. The balloon protector was not returned. No other damage was noted to the catheter. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).